Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1zksu serial# implanted: (B)(6) 2019 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 02-may-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient states that in late (B)(6) she had bad constipation and elected to turn the implant off for a period of three months. Agent asked and it was noted this was not at the doctor's recommendation and was at her own accord. Pt states she turned stim back on two weeks ago and went up in her settings but never felt anything. The pt saw her doctor today and they are going to do x-rays to see if components have moved. Additional information was received from the patient. They reported the caller reports that they have gone from horrible incontinence to acute constipation and they are not feeling any stimulation when turned up as high as it goes. This started in (B)(6). The caller reports no falls or trauma. The caller has tried most of the 7 programs, but not all. Reviewed that we would encourage the patient to try all of them, because they are all different. The caller noted that the hcp took multiple x-rays of the lead from different angles and reported that it is not where it should be. The caller reviewed that they have it off and just want to leave it off and inquired what to do with the external equipment. Reviewed the importance of keeping them. The caller noted that there has been no change in symptoms with the therapy turned off. They reported that they are taking miralax up to 4 times per day and have changed their diet. The caller reports that they get up 3-4 times per night to empty the bladder. The caller reports that they see (B)(6) for a second opinion.